Event description:
Blood glucose test kit had defective read-out meters and defective glucose strips which were used for testing glucose levels of glucose in people with diabetes. It also involved poor practices and possibly deceptive practices by the distributor. The test kit components are mfg overseas. A former employee of the distributor has documentation concerning poor and deceptive practices concerning the test kits.